Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient developed a hematoma and oozing at the impella insertion site. Laboratory testing showed a partial thromboplastin time greater than 100, and the intensivist opted to continue heparin therapy with incremental dose reductions after scheduled draws. The patient¿s mean arterial pressure was labile, fluctuating between the 60's and over 100 mmhg. Imaging confirmed the impella pump position and a hematoma was suspected to have affected device positioning. The physician performed bedside intervention, including repositioning of the impella, opening and cleaning the pocket, cauterizing, and applying surgicel. Hemoglobin was low, prompting transfusion of two units of packed red blood cells. Creatinine increased to 2.4 milligrams per deciliter, and continuous renal replacement therapy was considered if renal function did not improve. The patient was implanted with right-sided impella rp flex and expired while on this new pump. This report is one of two reports. This report represent the impella 5.5. Another report will be submitted to represent the impella rp flex and the patient's death will be captured in that report.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hematoma: the cause of the hematoma was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Hemodynamic instability/ renal failure: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.